Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no impact on the customer's blood glucose levels as they remained within the normal range. Technical support instructed the customer on temporary measures to try improving button functionality and confirmed the need for a pump replacement. While waiting for the replacement, the customer continued using the current pump and agreed to return the problematic one using a prepaid label within ten days.